Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify its' mechanical function. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its' ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when tge knob was turned clockwise. The knob tightened the arm. No non-conformities were observed during the functional test. Based on the results of the evaluation, the reported complaint was not confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer arm was unable to be secured. The knob was turned, but the knob went around in circles. Another product was used but the same event happened again. Finally, a replacement device with a different lot number was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device has been involved to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number - (B)(4).